Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvtwb10) was returned with a bundled fixture transfer mount (fmt) for investigation. Visual inspection of the implant identified no damage to the external threads or the body of the implant. The fmt was found to be fractured at the hex. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the implant (tsvtwb10) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16. Information identified: contraindications, warnings, precautions. Complaint reported broken internal hex in the implant. The reported event is confirmed as the implant mount was found to be fractured at the hex. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: b2: there were no outcomes attributed to adverse event h1: type of reportable event

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that the implant's internal hex was broken. The implant had to be removed.